Event description:
The issue was found during device commissioning before procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer, as well as additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a failure or detachment of a printed circuit board led to the malfunction, however the definitive root cause cannot be identified since further information was not available. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found printed circuit board failures were causing the error codes. In addition to the reportable malfunction, error code e210 was also a result of a printed circuit board issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the visera 4k uhd camera control unit had error code e118 reported. There were no reports of procedural impact or patient harm.